Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated they are experiencing a little electric shock on their back, in the area just above where their implant battery is located. The patient also described the sensation as a vibration and a buzzing. The patient confirmed that the buzzing only occurs when their therapy is turned on. The patient said it feels like the implant is on bone, or the sciatica area. The patient was redirected to their healthcare provider to further address the issue.